Event description:
It was reported that while the coil was being repositioned in the aneurysm located in the left cavernous sinus, it detached. A snare device was used to remove the coil without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the delivery wire was kinked at 40 and 137cm from the proximal end, and the proximal contact was kinked. Microscope inspection revealed that the main coil was separated from the distal end of the delivery wire, and the main coil was stretched at the proximal part. Information available indicated that the main coil, delivery wire and proximal contact were confirmed to be in good condition post unpacking and preparation. It is probable that unknown procedural and/or unknown anatomical factors may have resulted in the device findings limiting its performance during procedure. Therefore, a root cause of operational context has been assigned to this investigation.

Event description:
It was reported that while the coil was being repositioned in the aneurysm located in the left cavernous sinus, it detached. A snare device was used to remove the coil without clinical consequences to the patient.